Event description:
No blood glucose levels reported. The customer reported getting a no delivery alarm from the insulin pump. The customer declined to troubleshoot and stated she knows how to troubleshoot. The customer reported reverting to the use of an older insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)